Event description:
Customer reported that the paramedics were called and he was hospitalized in intensive care unit due to high blood glucose. Customer stated that the blood glucose reading was 679 mg/dl when paramedics arrived. Customer stated that the insulin pump had excessive no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.